Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later, healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device was explanted and replaced, will not be returned.